Manufacturer narrative:
(B)(4). Carefusion has requested additional information from the distributor in (B)(4) on the reported event and if there was patient involvement. As of 08/06/2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. Carefusion technical support reviewed the video, and advised the customer that they did not see anything abnormal with the operation of the unit. The customer was advised to leave the pressure at 20 cmh2o, put a test lung on it and check to see whether the negative sensitivity setting is set properly. As of 08/06/2015, the customer has not called back for assistance with this unit.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "this mark 7 s/n (B)(4) just was sold to the customer (facility name removed) last month but was reported by the rt that it ventilated differently than other mark 7 units at the customer's. Our engineer took the unit back to our office for investigation. He noticed: when starting effort was adjusted to 20, the round iron plate (p/n (B)(4)) in the pressure compartment was not attracted by magnet assembly p/n (B)(4) ; when he moved the indicator arm away from 20 to the first encountered "e" of the decrease zone, the round iron plate was immediately attracted by the magnet assembly". According to the distributor, their engineer replaced all possible components (pressure compartment, ambient compartment, switch, ceramic assembly), but still can't fix the above mentioned problem. The customer sent a video of the event for review.